Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal "pretty sure 2000" (dose "from like 1000 mcg to 660") in an implantable pump for intractable spasticity and cerebral palsy. The patient was released from the hospital on (B)(6) 2015 after a pump replacement. For four days the patient's wife could not get him to respond. On (B)(6) 2015 the patient's wife still could not get the patient to respond so she "rushed me back to the hospital." The patient was told he was on such a high dose before because the catheter was blocked and that his body was not used to the medication. With the replacement "it would shoot a massive dose" into him because the catheter was not blocked anymore. They lowered the patient "from like 1000 mcg to 660". The situation was currently being addressed by the healthcare provider (hcp). Additional information was requested from the hcp regarding drug information, concomitant medications, pertinent medical history, di agnostics performed, and if the cause of the overdose symptoms was determined. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(6) 2017 reported the patient was unresponsive, overdosed, and had seizure-like activity resulting in hospitalization. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the patient's healthcare provider (hcp). The patient's pump and catheter were exchanged in 2015. The hcp noted that the patient had previously been at 900 mcg/day and the dosage had to be "dialed down" in order to avoid overdose. According to the hcp, there was no withdrawal. The patient reportedly was "too lax" and the hcp felt that they had not "dialed down" the patient's medication enough. The hcp reported that the patient did go to the ER a few times, but confirmed again that there was no issue with toxic overdose. Hcp confirmed that there was no device malfunction or programming issue with the pump. No further complications were reported.